Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the device exhibited a -diagnostics cleared due to invalid data- message. The patient would continue to be monitored.